Manufacturer narrative:
The reported event of a vad stopped alarm was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed four vad stopped alarms. These alarms are a result of disconnections of the driveline from the controller. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The driveline and power connectors were manipulated but no alarms were observed. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced a backup controller that had a "vad stop alarm", while not connected to the patient. The controller was sitting at the bedside before the patient was discharged from the hospital. The controller was not given to the patient, as it was exchanged by the site. There are no log files from the controller. There were no reported consequences or impact to the patient. No additional information provided.